Manufacturer narrative:
(B)(4). Reporter's phone number was not provided. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device bearing did not function were too greasy which caused the device to heat up to quickly. It was also observed that the device failed pretest for check for all modes. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper repair. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the battery handpiece device was getting hot. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. The date of event was unknown. If additional information should become available, a supplemental medwatch will be submitted accordingly.